Event description:
Patient had a custom dual mobility implant surgery performed last week and has since started to dislocate. On revision surgeon found that the custom metal liner has dissociated from the pinnacle cup. He tried to reseat it but it just kept jumping back out on impaction despite being correctly located. The 46mm cup was left insitu as version and inclination were fine. Issue was that the custom metal liner kept releasing from the cup.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 121722048 / lot 9384274 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 121722048 / lot 9384274 combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 121722048 / lot 9384274 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product 121722048 / lot 9384274 combination. H11 additional narrative: corrected: UDI (primary UDI number).